Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer¿s blood glucose level was 135 mg/dl.